Event description:
It was reported to boston scientific corporation in 2008 that an injection gold probe bipolar electrohemostasis catheter was used on four days earlier. According to the complainant, on finding the needle difficult to retract, the scope was straightened and saline flushed around the needle through the flushing port. Needle retraction was attempted again following these actions, to no avail. The device was then withdrawn through the endoscope and another of the same device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned, as it has been disposed by the user facility. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints for the reported lot number. The june 2008, 15-month injection gold probe bipolar electrohemostasis catheter product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.